Manufacturer narrative:
Date sent: 4/1/2009. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that post-op a laparoscopic adjustable band procedure, in 2009, the band was explanted due to complete erosion. The only visible component on the band was the buckle. The pt is doing fine. The device was initially implanted sometime between late 2007 and early 2008.